Event description:
Customer reported via phone call that insulin pump may be experiencing absence of alarm. Customer's blood glucose was 127 mg/dl. Customer reports to have been in the hospital due to a hernia. Customer reports of not receiving any alarms at all and was not sure if feature may have been turned off. Customer was transferred to a pump specialist for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.